Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer¿s blood glucose (bg) level was ¿low¿, specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg and continued to use the pump for insulin therapy.